Event description:
It was reported that the patient has a perigee device implanted in (B)(6) 2004 and is having problems. The patient is requesting a revision surgery, but would not specify what her problems "were".

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.